Manufacturer narrative:
The actual device was not available; however, a diagram of the sample was provided for evaluation. The diagram of the sample depicted the location of the disconnection junction which resulted in the leak. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tpn injection site disconnected from the tube of an eva tpn bag. This occurred while removing the needle after the bolus dose was injected. This issue was identified during testing of the device. There was no patient involvement. No additional information is available.